Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons were harder to press occasionally. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin was squirting out during priming. Insulin pump rejecting new batteries. Insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.